Manufacturer narrative:
Stryker evaluated the device and was able to confirm and duplicate the reported issue. During investigation it was also discovered the will not turn on at all. The device is at end of life and will be scrapped.

Event description:
The customer contacted stryker to report their device unexpectedly shuts off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
The cause of the reported issue could not be determined. Correction: section a patient identifier of the initial medwatch report indicates: blank. Section a patient identifier of the initial medwatch report should indicate: none. Section b executive summary of the initial medwatch report indicates: this issue is patient related; however, there was no adverse event reported. Section b executive summary of the initial medwatch report should indicate: there was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device unexpectedly shuts off. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.